Event description:
It was reported that during a surgical procedure at the user facility that the trigger was sticking, causing slight run on. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.